Event description:
It was reported that the patient presented during clinical follow-up. Upon interrogation, it was noted that the left ventricular lead exhibited high capture thresholds. Through x-ray, it was noted that the left ventricular lead was dislodged. Programming changes were performed. The patient was in stable condition.